Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the belt clip rails on october 6, 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken belt clip rails, pillowing keypad overlay, keypad overlay texture damage, cracked retainer, and minor scratches on lcd window. In summary, customers cosmetic damage was confirmed at the belt clip rails (broken) by visual inspection where broken belt clip rails were noted. Tested ok. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic stated that the insulin pump had damage on the clip rails. No harm was required during medical intervention. The insulin pump was returned for analysis.